Manufacturer narrative:
Product made prior to compliance date, UDI unavailable. Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the revision surgery was performed on (B)(6) 2017. The explanted valve was broken during revision surgery. No further information was provided by hospital.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 70 mmh2o. The valve was visually inspected: no defects were noted. The valve was hydrated. The valve was tested for programming with programmer 82-3126 with serial (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, no leaks noted. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3101, with lot cnlczzr conformed to the specifications when released to stock in 30th october 2012. No root cause could be determined, no problem was noted with the valve. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.